Manufacturer narrative:
The customer contacted a siemens customer care center specialist. The customer stated that they do not run negative quality controls. Additionally, on the day of event occurrence they did not run positive quality controls neither did they repeat the invalid quality controls. As per immulite®/immulite 1000 toxoplasma quantitative igg instructions for use "the controls supplied with the kit should be used as quality control material to monitor assay performance. The negative and positive controls are intended to monitor for substantial reagent failure. The positive control provided will not ensure precision of the cut-off." The ccc specialist discussed handling of reagent kits with the customer. The reagent kit was onboard for more than 30 days. The cause of the discordant, false reactive toxoplasma igg result on one patient sample is unknown.

Event description:
The customer obtained a discordant, false reactive igg antibodies to toxoplasma gondii (toxoplasma igg) result on one patient sample on an immulite instrument, while using kit lot 0334. The sample was repeated on the immulite instrument, resulting indeterminate. The sample was then tested using a non-specific antibody blocking tube on the immulite instrument with kit lot 0334, also resulting indeterminate. All results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, false reactive toxoplasma igg result.

Manufacturer narrative:
The initial MDR 2432235-2017-00355 was filed on june 6, 2017. Additional information (06/13/2017): a siemens headquarters support center (hsc) specialist reviewed the information provided. The hsc specialist stated that treating the sample with non-specific antibody blocking tube lowered the result, which indicates that non-specific antibodies were contributing to the elevated result. The customer did not test enough samples to calculate the specificity of kit lot. The hsc specialist concluded that the cause of the discordant, false reactive toxoplasma igg result on a patient sample appeared to be due to non-specific antibodies interfering with the assay. Based on the available information immulite toxoplasma igg kit lot 0334 is performing as intended. No further evaluation of device is required.